Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31 mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and imaging revealed a device related thrombus (drt) on the closure device. It was determined the patient stopped their anticoagulation medication (eliquis) days before due to running out of medications and not getting refill. The patient will continue on anticoagulation medication, and a repeat tee will be completed in six (6) weeks. There were no patient complications.